Manufacturer narrative:
(B)(4) - device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where five infusion sets fell off on (B)(6) 2024. The infusion set was in use for half a day to full day. Patient replaced infusion set and resumed insulin successfully. No further information was available.